Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During procedure (left primary total knee) when opening the box it was noticed that the plastic of the inner box was cracked. Doctor was worried about sterility and another product was used. There were no adverse consequences to the patient.

Manufacturer narrative:
An event regarding packaging issue involving a triathon ps fem component cemented was reported. The event was confirmed. Method & results: device evaluation and results: the device packaging was returned opened. The inner blister pack had the plastic rim stuck to the tyvek blister. It appeared that either the seal was very strong and the plastic piece ripped off along with the tyvek or the plastic was cracked and came off with the tyvek. The inner packaging appears to be in good condition. Medical records received and evaluation: not performed as medical records were not provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that packaging issue was caused by either the plastic rim was cracked and came off with the sealed tyvek or the tyvek seal was very strong and ripped the plastic rim from the package.

Event description:
During procedure (left primary total knee) when opening the box it was noticed that the plastic of the inner box was cracked. Doctor was worried about sterility and another product was used. There were no adverse consequences to the patient.